Manufacturer narrative:
Common device name, operator of device and report source are unknown. No information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Observation of the returned breathing circuit, hme filter, and breathing bag revealed no abnormalities such as damage related to the reported event. A leak test on the breathing circuit, hme filter, and breathing bag, showed no leaks were confirmed, and it was confirmed that the product conformed to the standard. The reported event was not confirmed. The root cause was not identified. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device did not pass a pre-use air leak check. No patient injury was reported.